Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, right gamma3® ø11x400mm x 120° to be the primary product. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) patient had been treated with a long gamma3 nail right (400 mm) and three cerlages on (B)(6) 2015 due to an dislocated per ¿ and sub-trochanteric fracture of the right femur. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 7 weeks. Massive mechanical damage (significant drill marks) at the lateral edge as well as scuffed off coating inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack in the anterior web, creating the starting point of the nail breakage. The features of the breakage surfaces indicated that the breakage started at the lateral edge of the anterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional stresses through the anterior web from medial to lateral and finally ended in a residual fracture at lateral. The breakage of the posterior web followed most likely with delay in a much quicker way with increased tensional load. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. The nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a delayed bone fracture healing had been diagnosed by the attending physician. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather user and patient related (intra-operative damage of the nail by a deviated step drill resulting in a significant weakening of the nail in the area of the lateral edge of the anterior web), contributed by a delayed bone fracture healing of the patient. Intra-operative implant damages and postoperative loads are listed as adverse effects in the IFU. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
It is reported by the surgeon of the hospital, that the nail broke at the passage point of the shs.

Event description:
It is reported by the surgeon of the hospital, that the nail broke at the passage point of the shs.